Manufacturer narrative:
The investigation determined that lower than expected vitros myoglob results were obtained when the customer was processing non-vitros biorad quality control fluids on a vitros 3600 immunodiagnostic system. A definitive cause of the event was not established with the information provided. A vitros myoglob lot 1611 reagent issue cannot be ruled out as a contributor to the event, as historical quality control results indicated unacceptable reagent performance. Specifically, the accuracy and within laboratory precision of the l1 biorad quality control fluid was outside acceptable guidelines. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros myoglob lot 1611. An instrument issue cannot be ruled out as a contributor to the event, as no diagnostic precision test was carried out to verify instrument performance when requested. Additionally, the customer indicated lower than expected results were obtained following maintenance activities on the instrument. However, no information was provided in regard to the maintenance activities. The failure to perform scheduled maintenance activities cannot be ruled out as a contributor to the lower than expected quality control results, as the vitros myoglob result of 78.34 ug/l was posted with an em test code. Additionally, a quality control fluid handling issue cannot be ruled out as a contributor to the event. No information was provided in regard to the handling of the biorad quality control fluids. Historical quality control results were unacceptable for vitros myoglob and the customer indicated lower than expected vitros ck-mb results were also obtained from the same biorad quality control fluids, however, no further results met potential health and safety criteria.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions center (tsc) on behalf of a customer to report lower than expected vitros myoglobin (myoglob) results from non-vitros biorad quality control fluids when tested on a vitros 3600 immunodiagnostic system. Biorad 67601, vitros myoglob result of 59.99 ug/l versus the biorad (B)(6) 2020 peer mean result of 96.38 ug/l. Biorad 67602, vitros myoglob result of 78.34 ug/l versus the biorad (B)(6) 2020 peer mean result of 163.5 ug/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros myoglob results were obtained when the customer was processing non-patient fluids. The customer indicated no patient sample results were involved around the time of the event. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).